Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x20mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noticed that some struts were not well crimped on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. The 3 most distal stent strut rows damaged and slightly stretched distally. Struts from row 2 were lifted from the stent prolife. The remaining undamaged section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed multiple slight shaft polymer extrusion kinks. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x20mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noticed that some struts were not well crimped on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.